Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (UDI number): information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that the cause was the faulty motherboard. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "- use the camera control unit only under the conditions described in ¿environments¿ on page 199 and ¿specifications¿ on page 199. Otherwise, improper performance, compromised safety, and/or equipment damage may result." "- make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." "- store the equipment in the level position in a clean, dry, and stable location." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation of error code 117 was not confirmed. However, 116 otv error was displayed and was caused by a faulty board. Dust was found inside the device, and traces of of water/fluid/corrosion inside the socket/connector. Dry the video connector before use/insertion. There was also found corrosion on the chassis, front panel chassis and rear panel the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported to olympus, the visera 4k uhd camera control unit had a close control unit malfunction. And image display error e117. The issue was found during preparation for use. The patient was not in the operation room at the time of the event. There were no reports of patient harm.